Event description:
The customer reported that on (B)(6) 2011 out of specification level one human chorionic gonadotropin (bhcg) quality control (qc) results were generated on an access 2 immunoassay system. Erroneous bhcg patient results were also generated in connection with this event for two patients. Initial bhcg results were within the normal reference range. The initial bhcg patient results were released from the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon multiple repeat, in some instances using differing reagent packs, the repeat results were lower. Collectively each patient's results exceeded the assay's precision claims. A corrected report was issued for the second patient. An instrument system check performed prior to, and on the event date, generated acceptable results. No sample handling/collection information was provided by the customer.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that on (B)(6) 2011, assay level one bhcg quality control results were out of specification by approximately two standard deviations above mean values in association with a suspect in-use reagent pack. Associated s0 relative light units (rlus) were higher than in-house release data. Subsequent, multiple assay quality control reassessments utilizing the suspect reagent pack yielded results within and above customer established ranges. Multiple level 1 bhcg quality control assessments utilizing a different reagent pack on the same instrument yielded results below and within customer established ranges. Beckman coulter inc. Is currently investigating this issue. A definitive root cause for this event has not been defined to date.